Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause was not reported. The patient visited the pd clinic due to cloudy effluent and abdominal pain; however, it was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available.